Manufacturer narrative:
A service report completed and dated 08/19/19 by a dmta field service engineer indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the compact delta ii operating manual. The noted replaced hv cable was confirmed as not capable of causing patient hematomas as the failure of this cable could only lessen and not increase shockwave strength as confirmed by a dmta lithotripsy shockwave expert. No fault with the device as manufactured. Device was found to be functioning within dornier specifications.

Event description:
Patient hematoma reported.